Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod. The patient reported being unsure if the cannula was properly seated in the infusion site. When removed from the infusion site , the pod's cannula was found bent.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The soft cannula measured the correct full length according to specification and did not appear damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined. (Emdr (B)(4) / insulet internal number (B)(4)) was submitted on 06/november/2023 and only successfully received an ack1 and ack2 acknowledgement on the same day. The missing acks were identified and an FDA was contacted on 07/november/2023 through FDA portal ticket 375495. Guidance was given by csubhelpdesk@FDA.hhs.gov on 15/november/2023 stating, ¿greetings, the below issue was on our end. Please resubmit the submission. If you receive any error on your end after resubmitting, please let us know and we can work on resolving that. If you have any questions or concerns, please let us know¿. This emdr has been resubmitted per that guidance.